Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-01110. It was reported during surgical intervention to replace the patient¿s ipg (reference MFR. Repot#: 1627487-2018-00653), diagnostic testing revealed high impedance values on one of the lead contacts. As such, the lead was explanted and replaced. Effective therapy resumed postoperative and the issue is resolved. It is unknown which lead had high impedance values, therefore all suspected devices are being reported.